Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon ruptured and detached. The lesion being treated was located in the transjugular intrahepatic portosystemic stent shunt (tipss). After implanting a non-bsc covered stent and extending with a wallstent, the physician post dilated with a 12.0x40mmx75cm mustang balloon catheter. Inflation was performed by hand. After the balloon was removed it was noted that the balloon had ruptured and only the distal and proximal sections of the balloon remained on the device. The mid section had detached. The detached portion was unretreived and the procedure was completed. No further patient complications were reported and the patient's status is stable.